Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent endotracheal intubation smoothly, but the cuff pressure remained insufficient despite repeated inflation attempts. This resulted in a blood pressure of 214/128 mmhg, heart rate of 80 bpm, respiratory rate of 20 bpm, and oxygen saturation of 95%. Upon removal, cuff leakage was found. The tube was replaced.